Event description:
User allegedly had an easytouch insulin syringe where the device "would not penetrate [the] cat's skin and would not draw blood. Some [syringes] have small "burs" on the tips of them."